Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10. Corrected sections: h6--medical device ¿ problem code corrected from "2984" to "1069".

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, hemopro2 extension cable was awaiting an endoscope to complete the tray in sterile processing and appeared to be altered with the plastic covering removed on one of the ends.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/24/2024. An investigation was conducted on 06/03/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the cord. The black plastic collar on one end of the connector was observed to be missing, exposing the inner portion of the cable. The collar was not returned for evaluation. The other connector was observed to be intact with no visual defects. Based on the returned condition of the device and evaluation results, the reported failure "break; collar" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record.